Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check up cs300 intra-aortic balloon pump (iabp) malfunctioned. Battery failure and helium leak. The equipment was tested, revealing that it had discharged the entire helium tank and was displaying a low battery maintenance warning. No patient involvement reported. No harm reported. The client disocvered the issue. Fault 37 and 57 (autofill alarm) present in fault logs. No parts were replaced. The equipment was returned to clinical use.